Manufacturer narrative:
Inpen successfully paired to the commercial app. Inpen successfully transmitted to manufacturing app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed performed leak test, and no priming / delivery anomaly was noted. No leakage was noted around cartridge holder area. Performed dust/debris investigation and found no evidence of abrasions or signs of sticky fluid around the electronics housing. Inpen was cut open to perform visual inspection under microscope and encoder bond investigation. Encoder bond and the pattern wheel assembly were found intact. No physical or moisture damage were noted. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.95ozf-in). Inpen passed front cap investigation. In conclusion: no prime anomalies were confirmed during testing. No malfunctions noted during testing that could affect insulin delivery. Inpen functioning properly during testing. Unable to verify alleged high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and the blood glucose was going up even after delivering insulin and doing exercises. The customer reported blood glucose value of 483 mg/dl. The customer was treated with manual injection/syringe and emergency room visit. The event involved product mmt-105elgyna. Troubleshooting was partially performed. No further patient complications were reported. The customer will discontinue the use of the inpen. Mmt-105elgyna was requested and customer response was the device will be returned.